Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. There are no other complaints in the lot. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was scratched by the injector. The lens was cut and removed. Another lens of the same diopter was implanted. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted behind the wound guard. The nozzle tip has a small aneurysm on the bottom. The lens was returned adhered to a small plastic container with viscoelastic. The lens has a large crack from the edge to the center of the optic. The lens was cleaned with lphse to remove from the container. Multiple smaller cracks are observed on the optic and in one haptic gusset area. It is unknown if the qualified product was used. The customer reported that the plunger damage the lens. Based on the lens and device damage observed a plunger override may have occurred. The device tip has an aneurysm and the lens has multiple cracked areas. This damage would indicate the lens/plunger were not in a proper position for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: (B)(4).